Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. Programming changes were made. The patient was stable.

Event description:
New information received notes that the rv lead exhibited noise and low pacing impedance measurements. The patient had no adverse consequences.